Event description:
It was reported to philips that the device gave an error: ¿no free space available, delete image¿. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that getting error ¿no free space available delete images¿ occurred. Reviewed logfile showed that issue with the hard disk drive (hdd). The fse replaced hdd and recreated the image store. After replacement of the hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.